Event description:
The report stated that while demonstrating and circulating the water for a radio frequency ablation, water leaked around the shaft of the needle. Another needle was opened and the procedure completed.

Manufacturer narrative:
The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.